Event description:
It was reported that insulin from the reservoir leaked past the o-rings and during normal use. No further information was provided.

Manufacturer narrative:
Inspected one opened reservoir. Performed pre-fill testing and reservoir passed per specification. No leakage anomaly was observed during analysis. Reservoir was found cracked from the reservoir body during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.